Event description:
The initial attorney report alleged failed mesh, unspecified severe injuries. The following is based on the medical records provided by the pt's attorney: ni/ni/ni - repair of hernia with an unk "marlex" mesh. On (B)(6) 2003 - excision of previously placed mesh and repair of recurrent inguinal hernia with composix kugel mesh. Reportedly, multiple hernias seemed to have erupted on either side of the old mesh and the mesh was adhered to the greater omentum. On (B)(6) 2008 - repair of recurrent incisional ventral hernia. Reportedly, mesh was adhered to the small bowel, after the adhesions were lysed the composix kugel mesh was noted to be intact except for an area along the anterior abdominal wall. This area was re-tacked. A composix l/p mesh was then placed to repair a noted recurrence in the epigastric area. (Note: the composix kugel mesh was reported to the FDA in accordance with (B)(4)).

Manufacturer narrative:
Initially, one event was previously reported by the pt's attorney. However, review of the medical records showed there to be an add'l implant and postoperative event. Based on the info available at this time, no definitive conclusions can be made. Following colon surgery, the pt developed an incisional hernia, which was repaired with an unk "marlex" mesh. There were no records found for this procedure, therefore, the details are unk. There were o product identifiers provided, but due to the mesh being referred to as "marlex" this device is being reported as a bard flat mesh with an unk lot number. The info provided indicated that the pt was treated for adhesions and recurrence, both of which are known possible adverse reactions listed in the IFU. Without a lot number a review of the mfg records could not be conducted. Additionally, no sample has been returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.